Manufacturer narrative:
(B)(4). The device involved in this complaint was not returned for evaluation. The device material number reported is not being manufactured currently, but another device from the same family was used for "verification of failure mode in the current manufacturing process". Samples (315) were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. The actual lot number was not provided, however two potential lot numbers were submitted with the complaint. A device history record (DHR) review was conducted on both potential lots (73b1800693 and 73a1800054). The DHR investigations did not show any issues related to this complaint. A record review (fmea) was performed and no update is required. Customer complaint cannot be confirmed. The device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the endotracheal tube adapter separated from the tube during use. No patient injury, complication or consequence was reported.